Event description:
Boston scientific received information that the patient with this recently implanted right ventricular (rv) lead presented to the emergency room. The patient was experiencing symptoms due to being in complete heart block. Upon interrogation, the lead displayed high pacing thresholds and loss of capture. The local boston scientific field representative reported that the lead was also oversensing. The patient was seen for a lead revision procedure where the lead was repositioned and remains in service. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the portion of the lead that was returned was analyzed. The lead had been severed 18 centimeters from the is-1 terminal pin. Set screw marks were noted on terminal pin & terminal ring. The returned portion of the lead passed electrical testing.

Event description:
Subsequent information indicates that a portion of the lead was explanted and returned for analysis.